Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor and with intermittent button response noted during testing due to corroded keypad traces. Unable to complete testing due to prime anomaly. All operating currents are within specification. No unexpected battery out limit alarms noted. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 276 mg/dl. The customer treated with a manual injection. The customer declined to troubleshoot for high blood glucose levels and a battery out limit alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.